Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and no components were replaced. No new events on this ventilator have been reported until this date. Evaluation of the received device logs shows matching events. Between february 17, at 19:56 and january 17, at 20:33, there are several indications of the reported issue with noise and interference on the expiratory flow waveform. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: cc-cpl-2019-00355. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated noise and interference was noted on the expiratory flow waveform on the screen. There was no patient harm. (B)(4).